Event description:
It was reported that the customer received an incomplete cartridge change alert as they had not completed a cartridge change request. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. A correction injection (MDI) was delivered to address the elevated BG level, and there was no need for third-party assistance. The customer continued using the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete cartridge change alert.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.